Event description:
On (B)(6) 2024, the patient underwent treatment utilizing a gore® viabahn® vbx balloon expandable endoprosthesis device (vbx device). The vbx device was advanced through a deflected 12fr sheath (deflected with a 0.035" through and through guidewire), and it was to be positioned in an hypogastric artery (ipsilateral access). The vbx device did not advance to the hypogastric as intended, so they tried to retrieve it into the sheath. Upon the retrieval process, the vbx device came off/dislodged. The physician said, they had used a lot of force during retrieval into the sheath. The physician tried the axillary access with a gore® viabahn® endoprosthesis with propaten bioactive surface (13 x 50 mm) device and managed to complete the procedure.

Manufacturer narrative:
H6: c19: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. The reported complaints of inability to advance to the target location and dislodgement of the endoprosthesis during withdrawal could not be independently confirmed because there were no items returned for evaluation. The cause for the reported advancement difficulty could not be established with the available information. Based on the information provided, the root cause of the reported endoprosthesis dislodgement is related to the use error of attempted withdrawal of the endoprosthesis back through the sheath after being fully introduced. The device instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and the below statements were identified as having a relation to the complaint. It was reported that the vbx device endoprosthesis became dislodged when the device was withdrawn back into the sheath after being fully introduced. "Do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath can cause dislocation and/or dislodgement and damage to the endoprosthesis, premature deployment, deployment failure, and/or catheter separation which may result in vessel damage and/or ischemia, potentially requiring surgical intervention. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn® vbx balloon expandable endoprosthesis or introducer sheath."

Event description:
The following was reported to gore by field sales associate: on (B)(6) 2024, the patient underwent treatment utilizing a gore® viabahn® vbx balloon expandable endoprosthesis device (vbx device). The vbx device was advanced through a deflected 12 fr sheath (deflected with a 0,035 through and through guidewire), and it was to be positioned in an hypogastric artery (ipsilateral access). The vbx device did not advance to the hypogastric as intended, so they tried to retrieve it into the sheath. Upon the retrieval process, the vbx device got loose. The physician tried the axillary access with a viabahn® self expandable (13x50) device and managed to complete the procedure. The physician said, they had used a lot of force. The patient tolerated the procedure.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.